Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: [inspection of endoscope] 1. Check visually and by touch that there are no major scratches, deformations, loose parts, or other abnormalities on the appearance of the control unit or scope connector. 3. Cracks, dents, bulges, edges, scratches, metal wires protruding from inside, protrusions, sagging, deformation, bending, adhesion of foreign matter, falling parts, etc. On the outer surface of the entire length of the insertion tube, including the curved part and tip. Visually check that there are no abnormalities. [Inspection of suction] inspection of suction 1. Press the suction button. Visually check that water is drawn into the suction bottle. [Inspection of forceps channel] 1. Insert the treatment instrument through the forceps plug, and check visually and with your hands to make sure that the instrument comes out smoothly from the suction/forceps port at the end of the endoscope and that no foreign matter is ejected. 2. Verify visually and by touch that the treatment tool can be pulled out smoothly from the forceps plug. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; part of the insertion tube was caught and pinched and the insertion tube became deformed. In addition to foreign objects clogging of the suction tube in the universal cord, the evaluation findings are as follows: due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, due to the wear of the angle wire, the play of the "up/down" knob was out of standard value, the adhesive on the bending section cover had a chip, crack and white-clouded area, due to a dent in the channel tube, forceps cannot be inserted smoothly, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled, the plastic distal end cover had a scratch, the connecting tube had a scratch, the connecting tube had a dent, the protector of the universal cord on the scope connector side had a scratch, the indication on the scope connector was peeled, and the objective lens had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign material was or when it adhered to the scope. The customer aspirated water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the instrument channel outlet with a clean lint-free cloth, brush or sponge. The customer brushed the instrument channel, instrument channel port and suction cylinder. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lucera elite gastrointestinal videoscope¿s insertion part near the oredome was crushed, there were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter was found to be clogging the suction channel.